Manufacturer narrative:
Additional, changed, and/or corrected data: a.3; b.1; b.2; g.1; h.6.

Event description:
Healthcare professional reported right side rupture, pain, and deformation. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and deformation. Device was discarded.

Event description:
Healthcare professional reported right side rupture and deformation . The device has been explanted.